Manufacturer narrative:
Corrected event date. Corrected date manufacturer received in section. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. The valve remains implanted. Without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that four years and three months post implant of this bioprosthetic aortic valve, a transcatheter valve was implanted valve-in-valve. The indication for valve replacement was moderate regurgitation. No additional adverse patient effects were reported.